Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) replaced the graphic user interface (gui) lower liquid crystal display (lcd) panel. The se performed extended self-testing on the device and all tests passed..

Event description:
It was reported that during service a, 840 ventilator had a erratic display. There was no patient involvement at the time of the event.